Event description:
A family member reported "he had just taken the unit out of the box after receiving back from repair. Vent was started up, rt was making setting changed and vent shut down with alarm. Patient was not connected to vent. Unable to restart ventilator at any time. Unit shows external power is connected, but unable to turn vent on".